Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 477 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Initially, the prime test failed. However, after changing the infusion set, the prime test passed. The high pressure test also passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.